Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The snooze button is not working and the patient has lost confidence in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/05/2015 with the following findings: unable to confirm snooze issue in black box and/or alarm histories. ¿glucose above limit¿ alarm observed in the bb history on the date of the event. During testing, the pump was paired with a test cgm transmitter. The snooze for ¿high alert¿ was set for 30 minutes. The threshold for ¿high alert¿ was emulated and the pump emitted a ¿glucose above limit¿ warning. The alarm was snoozed and the pump repeated the warning 30 minutes later. Unable to duplicate ¿snooze not working¿ issue.